Event description:
It was reported that channel 2 of the pump was involved in an overdelivery. The pump was programmed to infuse at 90 ml/hr, however the entire 1000 ml was delivered in only 3 hours. The pump was removed from the pt. No medical or surgical intervention was required. No add'l specific clinical info was able to be rec'd.